Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.